Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2025 from quick release/site connector. The insertion site was the leg. Infusion set was used for one day. No further information available.